Event description:
Pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. Reporter stated there was still some formula left in the bag on the following morning, but did not specify how much. There was no illness, injury or medical intervention resulting from the event. One pt involved.